Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had went to the emergency room with hypoglycemia. The patient's blood glucose levels declined to 39 mg/dl while wearing the pod between 4 and 24 hours. The pod lost communication with the patient's dexcom sensor. The patient was treated with glucose, food and orange juice. The patient was discharged 4 hours later.